Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.7, lab: 4.0. Time between testing: a few minutes. Therapeutic range: 2.0 - 3.0.